Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 126-127 mg/dl.